Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead remote transmission revealed a trend for atrial thresholds and impedance increase. The ra lead remains in use. The patient will be monitored in clinic and remote transmissions. No patient complications have been reported as a result of this event.